Event description:
It was reported that the insulin pump alarmed several times, indicating an unexpected restart had occurred. The caller stated that the alarm had occurred more than 10 times already, and it always alarmed after a battery change. She noted that she had to reprogram the time and date and was afraid that there had been a software anomaly. The blood glucose reading was 6.5 mmol/l. She was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.